Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit indicated by the serial number provided by the customer were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device detached prematurely. The customer indicated that due to this, they experienced a seizure and/or loss of consciousness however, the customer reported being able to self-treat (unspecified) and no third party treatment was provided. No further information was reported. There was no report of death or permanent injury associated with this event.